Event description:
Reporter stated that customer received the following results on the mobile system within 8 minutes: 12:45 pm 57 mg/dl and 12:53 pm 103 mg/dl. Customer had hypoglycemic symptoms of "feeling really bad" at the time of these results. The paramedics were called. Upon their arrival there was an attempt to treat the customer with "some sugar". The customer was not able to take this treatment. The customer was retested at: 12:57 pm - 99 mg/dl, 1:04 pm - 73 mg/dl, 1:12 pm - 84 mg/dl. After the 84 mg/dl result customer was injected with an unspecified solution. The customer has recovered and is currently fine. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.